Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Why did the surgeon device to convert to open? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the post-op bleeding identified? Where was the site of the bleed? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or abdominal? What is the current status of the patient?

Event description:
It was reported that the doctor used this circular stapler in laparoscopic low anterior resection case, after the firing they observed the bleeding in staple area. So that surgeon converted lap to open surgery to examine. Then he identified bleeding and some of the area of the staple line and he managed with suture material. He transfused one unit blood to the patient. The case was delayed by an unknown amount of time. The case was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 04/06/2022. D4: batch # 497a26. Additional information was requested, and the following was received: what were the indications for surgery? ¿ low anterior resection why did the surgeon device to convert to open? ¿ oozing did the patient receive any preoperative chemotherapy or radiation?- no were there any issues experienced with the device in the initial surgical procedure? -no what healthcare professional fired the device and what is his/her experience with the device? ¿ 10 years where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? - low did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?- yes was the device difficult to close? - no was the device difficult to fire?- no how many counter-clockwise revolutions of the adjusting knob were used to open the device?- as usual did the healthcare professional receive audible & tactile feedback when firing the device?- yes were the donuts inspected? If so, please describe.- both donuts were perfect was a complete transection of the white breakaway washer visually confirmed? ¿ yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the post-op bleeding identified? ¿ in the lumen where was the site of the bleed? ¿ inside of the lumen how many days postoperative was the bleeding identified? ¿ not known , but patients discharged after the 7 days what was the total estimated blood loss (ml)? ¿ not known , they transfused 1 units blood how was the bleeding addressed? ¿ with suture materials what was the pre and postoperative anti-coagulant and pain management protocol? ¿ their regular protocol followed ( pain killer given) was the bleeding intraluminal or abdominal? ¿ intraluminal what is the current status of the patient? ¿ patient is stable . Device analysis the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.